Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA by may 31, 2019. Approximate age of device ¿ 46 days. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Investigation summary: a specific cause for the reported infection cannot be conclusively determined. While in a rehabilitation institute, it was noted that the patient's white blood cell count was elevated. Blood and urine cultures were obtained. The urine cultures were negative; however, the blood cultures were positive for enterococcus. They were started on intravenous antibiotics and then converted to oral amoxicillin. The patient was also seen by infectious disease. On (B)(6) 2018, the patient was off antibiotics and was infection free. The patient remains ongoing on vad support. No product available for investigation. Local, pump pocket, and driveline infection are listed as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. This type of event has been previously investigated. Gastrointestinal bleeding is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. No further information was provided. The manufacturer is closing the file on the event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was in a rehabilitation institute when it was noted that the patient's white blood count was elevated. Blood and urine cultures were obtained. Urine cultures were negative and blood cultures were positive for enterococcus. The patient was started on intravenous antibiotics and then was converted to oral amoxicillin. The patient was seen as an outpatient by infectious disease on (B)(6) 2018. It was reported that following course of antibiotics, the patient was off antibiotics and infection free. No further additional information was reported.